Event description:
Based on information obtained, the ipg had reached end of life prior to surgical intervention. Effective therapy was established post-operatively.

Manufacturer narrative:
Corrected data: conclusion code updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices and had become inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019.